Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, "I feel like my implant has deflated a bit. This is my perception but has not been confirmed by a doctor." This is the right side record. Device remains implanted.